Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the end of the implant procedure, the patient went into cardiac arrest. CPR was performed and the patient was hospitalized. The patient passed away two days later. The physician believed the incident was due to a comorbidity.

Manufacturer narrative:
The follow-up was submitted to correct the serial number, lot number and expiration date and the device manufacturer date. The manufacturing records were reviewed and no non-conformities were found.